Event description:
A nurse called to troubleshoot the pump. It was stated that the customer was hospitalized for dka two times in the last two-three weeks. The second hospitalization took place over the weekend and was released few days later. The customer has been disconnected from the pump for the past four days. The pressure test was performed and passed. It was indicated that the customer filled the reservoir with saline and connected to the infusion set. Primed the set manually to take up the slack. The customer then connected a regular reservoir, which was used for manual injection, to the other end of the tubing and left the basal rates running through the night.